Event description:
Consumer reported complaint for broken safety seal on the true metrix test strip vial and for missing package item (test strips). Customer stated that she had purchased two vials, each 30 count, of true metrix test strips. Customer stated the box had been sealed when received from the pharmacy, and when she had opened it, the safety seal on one of the test strip vials had been broken and that there were no test strips inside the vial. Customer stated that the second test strip vial had been sealed; customer has been using the test strips from this vial to test and stated she has no concerns with this vial. Which of the true metrix brand of meters customer was using was not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Complaint was forwarded to packaging and internal evaluation completed. No abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 28-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.